Event description:
It was reported that a new freestyle libre 3+ sensor was started in the libre app and therefore could not be connected to the ilet, indicating the sensor was already in use by another device. Symptoms included no glucose data available to the ilet with no adverse clinical symptoms reported. Outcomes included interruption of automated insulin dosing with the user electing to replace the sensor. User support included technical troubleshooting and user education regarding correct sensor start-up on the ilet app. Investigation of this case revealed that the sensor was initiated on an incompatible application, which prevented pairing with the ilet and resulted in dosing set to stop soon. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.